Event description:
The medical center placed an impella 5.5 pump to support a younger patient with multiple cardiac and systemic comorbidities and microvascular disease. The upper limb became ischemic due to the axillary placement of the impella 5.5. The team explanted the pump due to the ischemia after 28 hours of support.

Manufacturer narrative:
The medical center discarded the impella product at the time of pump explant. No benchtop analysis is possible. Should more clinical details or imaging be shared the lead to root cause of the ischemia, a final report will be filed. The failure mode will be monitored and trended.

Manufacturer narrative:
Corrected data in section d1, d4, and h4, original report filed in error against the impella 5.5 when the ischemia was noted after insertion of the impella cp.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2023-01814 was provided in sections b2, b5, h6 and h10. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The patient was heparin-induced thrombocytopenia (hit) positive. There was no heparin in purge or prime and bival was running systemically.

Event description:
The us complainant placed a 5.5 pump to support a younger patient with multiple cardiac and systemic comorbidities and microvascular disease. The 5.5 would not pass. Switched to cp implant in r axillary. Pt is presumed hit positive. No heparin in purge or prime. Bival running systemically. The upper limb became ischemic due to the axillary placement. The team explanted the pump due to the ischemia after 28 hours of support.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. After reviewing the clinical information, it was determined that the cause of the limb ischemia was patient condition related, specifically the patient's microarterial disease.